Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (ecgs non-functional) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, there was a cold solder joint on the j7 component of ECG d. The cause of the test failure was the cold solder connection. The root cause of the cold solder connection cannot be positively identified. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.